Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates are resulting as resistant but when tested by pcr the isolates are sensitive. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary a complaint was reported for false resistance of panel results on a phoenix m50 instrument. The customer alleged that a microorganism was detected as resistant during mic testing but does not show the same in pcr testing. Remote assistance was attempted to be provided to the customer; however, the customer did not respond. Technical service attempted to contact customer to get log and binary files for review, but the customer did not respond after several attempts. If communication is received in the future, a new case may be opened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no previous cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates are resulting as resistant but when tested by pcr the isolates are sensitive. No health impact or consequence reported.